Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted. The reason for explant was reported to be due to a lack of refractive error correction after light treatments. However, ldd data reviewed by rxsight suggests refractive correction was achieved for this lal. No additional information has been provided.